Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was unable to duplicate the alleged event. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that due to a malfunction of a 980 ventilator the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.